Event description:
It was reported that on (B)(6) 2014, a 2.5x38mm, another 2.5x38mm and a 2.75x38mm xience prime stent was successfully implanted in the proximal right coronary artery (rca) lesion. Post procedure, the patient experienced a decrease in the pre-procedure elevated creatinine kinase (ck) and creatinine kinase-myocardial band (ck-mb). On (B)(6) 2014, the patient was discharged home. On (B)(6) 2014, the patient was hospitalized for chest pain, st changes, elevated troponin and restenosis of the first 2.5x38mm stent and the 2.75x38mm xience prime stent. On (B)(6) 2014, a stent was implanted in the distal rca as treatment. Reportedly, the patient was compliant with dual anti-platelet medication (dapt), aspirin and clopidogrel. On (B)(6) 2014, the event was noted to be resolved and the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab test results: (B)(6) 2014: ck-mb=24 u/l, normal upper limit 25; (B)(6) 2014: ck=82.5 u/l, normal upper limit 174; (B)(6) 2014: ck-mb=8.0 u/l, normal upper limit 25; (B)(6) 2014: troponin I=2.883 ng/ml, upper reference limit 0.028. Concomitant products: stent: (2) xience prime 2.5x38mm; other: aspirin clopidogrel. The first 2.5x38mm xience prime stent mentioned is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.